Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012 and then approximately 10 years, 1 month later was revised on (B)(6) 2022. Patient was revised to competitor¿s devices. Revision operative report of (B)(6) 2022. Preliminary diagnosis: severe polyethylene wear, osteolysis and loosening of the femoral component associated with left total knee replacement. Indication: patient presented with loosening and osteolysis. Procedure: the synovial fluid was clear. A complete synovectomy was performed. On removal of the implants, the femoral component was loose at the metal cement interface. The tibial component was well fixed with substantial medial osteolysis. The patellar component was well fixed with minimal damage to the polyethylene button. The polyethylene liner showed wear. The stability of the knee was adequate. It was decided to revise the femoral and tibial components. A sterile dressing was applied, the patient was transferred to the recoveree area in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.